Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was a type 1 endoleak approximately 2 years post implant of the aneurx stent graft system. This was treated with a talent aorto-uni-iliac. No additional information was provided, and the patient outcome was not reported.

Manufacturer narrative:
.